Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("both sided lower abdominal pain most of the time in a month") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness"). The patient was treated with surgery (hysteroscopy for essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and fatigue with essure. The reporter commented: tiredness started 6-12 months after essure insertion. The left implant was removed in hysteroscopy about 2 months after essure insertion, right implant could not be managed to be removed at that time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("both sided lower abdominal pain most of the time in a month") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness"). The patient was treated with surgery (hysteroscopy for essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and fatigue with essure. The reporter commented: tiredness started 6-12 months after essure insertion. The left implant was removed in hysteroscopy about 2 months after essure insertion, right implant could not be managed to be removed at that time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1.155 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.